Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. As it was stated, end plugs were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. As it was stated, end plugs were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. On 2nd august 2022, new information was provided by getinge technician and it was possible to determine that the issue investigated herein is not safety and risk related as the issue did not occur on the volista standop, but that the plugs that were indicated missing, were in fact missing from another device - a trolley used by the customer. The volista surgical light was affected by the problem of cracks in the underside cover, not leading to missing plastic particles. Therefore, the scenario described in the record is considered as non-reportable. It was established that when the event occurred, the surgical light did not meet its specification due to the non-safety related issue, which did not contribute to the event. The provided information does not indicate if upon the issue occurrence the device was or was not being used for patient treatment or diagnosis. The issue has been analyzed by the subject matter expert and according to the expertise, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. It is not likely that the issue could lead to serious injury or death when the malfunction reoccurs. That is why it is not considered to be safety related. The correction of b5 describe event or problem field deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. As it was stated, end plugs were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. As it was stated, end plugs were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. On 2nd august 2022, new information was provided by getinge technician and it was possible to determine that the issue investigated herein is not safety and risk related as the issue did not occur on the volista standop, but that the plugs that were indicated missing, were in fact missing from another device - a trolley used by the customer. The volista surgical light was affected by the problem of cracks in the underside cover, not leading to missing plastic particles. Therefore, the scenario described in the record is considered as non-reportable.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. As it was stated, end plugs were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. On 2nd august 2022, new information was provided by getinge technician and it was possible to determine that the issue investigated herein is not safety and risk related as the issue did not occur on the volista standop, but that the plugs that were indicated missing, were in fact missing from another device - a trolley used by the customer. The volista surgical light was affected by the problem of cracks in the underside cover, not leading to missing plastic particles. Therefore, the scenario described in the record is considered as non-reportable.